Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required reading. It is unknown the circumstances under which the event occurred. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) was not dispatched to investigate because the issue was corrected by phone. The stm verified with customer that display reads, battery maintenance required. Customer reset this maintenance reminder. The stm performed no work on this device. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).